Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the tip of the force bipolar instrument broken off and fell inside the patient. The surgeon retrieved the broken piece during the same procedure. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon used the instrument for 2 hours. The surgeon noted the instrument was not grasping well prior to the tip breaking apart. The surgeon was closing the hernia defect at the time. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgeon noted the instrument had the broken tip and visible wires. The broken piece was visually confirmed and retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of broken tip. The instrument was found to have a broken grip at the grip base. A piece approximately 0.18" x 0.65" was found to be broken off the distal end. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. In addition, the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed.